Event description:
On july 10, 2025, midmark corporation was notified of an instance that occurred on or around on (B)(6) 2025, in which cleaning personnel were cleaning a model 224 exam table. While cleaning the table, the foot control was activated and the table descended onto their foot. Midmark corporation has made multiple attempts for further information of the current state of the table and additional details of this instance, although no further details have been made available.

Manufacturer narrative:
On july 10, 2025, midmark corporation was notified of an instance that occurred on or around on (B)(6) 2025, in which cleaning personnel were cleaning a model 224 exam table. While cleaning the table, the foot control was activated and the table descended onto their foot. Midmark corporation has made multiple attempts for further information of the current state of the table and additional details of this instance, although no further details have been made available. Should further information be given to midmark corporation regarding this instance, a follow-up report will be made.